Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported entrapment of device appears to be due to user technique / operational context. The reported foreign body in patient appears to be due to the reported device entrapment. The reported patient effect of failure to delivery the mitraclip to the intended site (chordal entanglement) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Additional therapy / non-surgical treatment was a result of case specific circumstances as two additional clips were implanted reducing the mitral regurgitation to grade 1. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip caught on chordae, and foreign body. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During use with the clip delivery system (cds), the clip became caught in the chords. Troubleshooting was performed but was unsuccessful; therefore, it was decided to deploy the clip in the chords. There was no tissue damage noted. Two additional clips were implanted without issue reducing mr to 1. No additional information was provided.